Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was vomiting. The dexcom reading was 190 mg/dl going down and the patient was taken to the emergency room by the parents. At the ER they took a bg reading which was 483 mg/dl. The patient was treated with intravenous treatment and was admitted to the pediatric intensive care unit (ICU). They removed the sensor in the ER. The patient was discharged after 2 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, " the reported glucose values fall within the c zone of the parkes error grid." H2 correction/additional information. H6 health effect - clinical code - additional.

Event description:
On (B)(6) 2025, the patient was vomiting feeling sick and was lethargic. There was not a complete set of reported glucose values available to search within the parkes error grid calculator.